Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had concurrent flow with a clearlink secondary medication set. It was further reported that the primary bag was lower than the secondary bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.